Event description:
Related manufacturer report number 3006705815-2023-03245. It was reported the patient experienced pain at the ipg site and one of the lead has migrated. Surgical intervention may occur later to address the issue. It is unknown which lead is related to the issue.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), lot: a00010309.